Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was placed to escalate care from and replace a prior impella cp (B)(4). The 5.5 was placed via the axillary graft for the 62-year-old male patient who had been admitted in for the high-risk percutaneous coronary intervention. The patient had a known prior arrest with CPR. On the 3rd day of support the team observed an air in purge alarm which was troubleshot by purging multiple times, but when this was not effective the purge cassette was replaced. A new cassette allowed for the 5.5 pump support to continue. The purge cassette will be conservatively reported for the exchange; however, the exchange was performed with no consequence to the patient and support was able to proceed without any known adverse events.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Priming problem: the cause of the priming issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
Section d catalog number was corrected. Health effect - impact code f1903 is no longer appliable to this case.

Manufacturer narrative:
B3: corrected date of event.